Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm. After successful deployment of the trunk-ipsilateral leg component, there was reported difficulty advancing the contralateral leg component into the contralateral gate. Pre-operative images reportedly identified minimally calcified and tortuous anatomy distal to the landing zone. It was reported that resistance was encountered during advancement of the contralateral leg component. The graft then was advanced outside of the sheath and rotated in an attempt to advance the endoprosthesis into the contralateral gate. Reportedly, during withdrawal of the delivery catheter, resistance was met. After removal of the delivery catheter it was observed that the leading olive and part of the polyimide wire had completely separated from the delivery catheter and now remained within the contralateral gate and the endoprosthesis. A snare catheter was used to retrieve the detached olive and polyimide wire from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include aspirin, vasotec, pepcid, norco, lantus, synthroid, metformin, nitrostat and pravastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Evaluation summary: the delivery catheter and polyimide guidewire lumen were returned to gore for evaluation. During the investigation it was noted the detached end of the polyimide guidewire lumen at the end of the trailing olive exhibited jagged edges. The trailing olive also exhibited a helical groove. Based on the available information and evaluation of the returned portion of the product, no root cause could be determined. The root cause of the event could not be determined with the provided information.